Event description:
It was reported that a rod was broken post-op. No pt complications were reported.

Manufacturer narrative:
Device was not returned to medtronic for eval. Unable to determine cause of the event.